Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and can no longer be returned.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough, which resulted in an insulin leak. The customer experienced an elevated blood glucose result of 14 mmol/l.